Event description:
Dealer stated that while the wheel locks on a (B)(4) wheelchair were locked into place the chair moved during a transfer causing the end user to fall. User sustained injury to her recently below the knee amputation, causing the need for additional surgery, amputation above the knee.